Event description:
Patient implanted with impella left ventricular assist device (lvad). Patient was transferred to ICU following implant. On arrival in the ICU, a leak was discovered near the lower end of the catheter connection location. Source of the leak was unknown. Device rpms lowered to prevent overheating/total failure of lvad. Device was removed from patient once clinically indicated.